Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The physician reportedly experienced difficulty with the guide wire, which was attributed to plaque in the vessel. The physician then experienced difficulty both advancing the device and in confirming proper deployment of the anchor within the vessel. However, the device was deployed. Four hrs later the pt complained of pain in his leg; his pulses were checked and noted to be absent distal to the groin site. The pt was taken to the or where the angio-seal was removed from the femoral artery and an embolectomy was performed. Large posterior plaque encompassing about 65% of the artery was visualized by the surgeon at the time of surgery. The pt was noted to be in good condition and was discharged home. As of 03/31/1998 there have been no further reports of complication or pt sequelae made to the MFR.